Event description:
It was reported that type 1a and type 3a endoleaks occurred on a zenith flex aaa endovascular graft bifurcated main body after an endovascular aneurysm repair (evar) procedure. Sometime in 2011, the patient received a zenith main body device and iliac leg graft. The evar was performed without any issues. In 2019, the patient was treated for a growing aneurysm sac. The top end of the zenith main body device was anchored using a competitor's endoanchors and the type 1a endoleak was resolved. It was noted the contralateral limb of the main body had migrated slightly and was just under minimum overlap. Due to the patient's age, it was decided not to place a limb extension. In (B)(6) of 2021, the patient presented with a dislocated limb and a type 3a endoleak which caused an aneurysm rupture. Due to the aneurysm rupture, the patient expired. This report captures the type 3a and 1a endoleaks on the zenith main body device. The type 3a endoleak on the iliac leg graft is also captured under MDR #: 1820334-2022-00289. No other adverse effects were reported for this incident.

Manufacturer narrative:
Date of event: the type 1b endoleak occurred sometime in 2019. The type 3a endoleak occurred sometime in (B)(6) 2021. Initial reporter: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Date of event: the type 1b endoleak occurred sometime in 2019. The type 3a endoleak occurred sometime in (B)(6) 2021. Initial reporter: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that type 1a and type 3a endoleaks occurred on a zenith flex aaa endovascular graft bifurcated main body after an endovascular aneurysm repair (evar) procedure. Sometime in 2011, the patient received a zenith main body device and iliac leg graft. The evar was performed without any issues. In 2019, the patient was treated for a growing aneurysm sac. The top end of the zenith main body device was anchored using a competitor's endoanchors and the type 1a endoleak was resolved. It was noted the contralateral limb of the main body had migrated slightly and was just under minimum overlap. Due to the patient's age, it was decided not to place a limb extension. In (B)(6) of 2021, the patient presented with a dislocated limb and a type 3a endoleak which caused an aneurysm rupture. Due to the aneurysm rupture, the patient expired. This report captures the type 3a and 1a endoleaks on the zenith main body device. The type 3a endoleak on the iliac leg graft is also captured under MDR #: 1820334-2022-00289. No other adverse effects were reported for this incident.

Manufacturer narrative:
Investigation ¿ evaluation: the complaint facility sunderland royal hospital informed cook of an incident involving a zenith flex aaa endovascular graft bifurcated main body (unknown tffb) from an unknown lot. (B)(6) 2021 patient presents with dislocated limb and endoleak which caused a rupture. This ultimately led to the patient's death. Communication with the user facility clarified that the left limb was first noted to have migrated distally in 2015 but no endoleak or sac expansion was noted. This evaluation will capture the type 1a endoleak and the type 3a endoleak on the unknown tffb main body. The type 3a endoleak on the unknown zsle leg graft was reported under MDR# 1820334-2022-00289. Reviews of interview of personnel, the complaint history, drawing, quality control, specifications, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; however, a document-based investigation evaluation was performed. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. It should be noted that this device is distributed via a one-device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. Therefore, the most recent IFU, t_zaaaf_rev5 provided with zenith flex® aaa endovascular graft bifurcated main body grafts was review for information related to the reported complaint event. Per the IFU t_zaaasz_rev4: ¿4 warnings and precautions 4.1 general : additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up - key anatomical elements that may affect successful exclusion of the aneurysm include...an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length). ¿ necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. 4.3 pre-procedure measurement techniques and imaging - patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. ¿ 4.4 device selection - sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ - inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak¿ - avoid damaging the graft or disturbing graft positioning after placement in the event reinstrumentation (secondary intervention) of the graft is necessary. 5. Adverse events 5.2 potential adverse events - adverse events that may occur and/or require intervention include, but are not limited to: endoleak endoprosthesis: ¿ suture break; ¿ stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion 11. Directions for use 11.1.7 main body proximal (top) deployment 1. Perform angiography through an angiographic catheter to verify position of the endovascular graft with respect to the renal arteries. 11.1.12 molding balloon insertion 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. 12 imaging guidelines and postperative follow-up 12.1 general : - all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up.¿ based on the available information, no product returned, and the results of the investigation, cook has determined that a definitive cause for the reported failure could not be determined and that endoleak is a known inherent risk of using this device. The likely cause of the death according to the reporting physician is the lack of intervention. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 18may2022. In 2015, the left limb was noted to have slipped distally and no endoleak or sac expansion was noted. The patient declined follow up scans in 2020 and april 2021 due to the pandemic. During a follow up in (B)(6) 2021, no sac expansion was noted on ultrasound. However, the radiologist noted limb dislocation on the xray and did not report the information to the vascular surgeon. Six weeks after the (B)(6) 2021 follow up, the patient was admitted to a different hospital and their condition was deemed stable by the on-call vascular surgeon. The patient's aneurysm subsequently ruptured and the patient expired during this hospital admission.